Event description:
Info rec'd indicates during a preventive maintenance check the technician found the casters would not adjust and were swiveling when the brake was locked.

Manufacturer narrative:
The technician replaced the brake casters to repair the bed.